Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument was inoperable during routine testing. Planned use of the instrument was discontinued. The user completed the planned procedure using the backup instrument with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis did not confirm the customer reported complaint. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the energy delivery test with various orientations of the grip tips. Additional observation not reported by site was that the instrument was found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test.